Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2015 the lead was capped and replaced and had exhibited oversensing. No additional information was available at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine follow-up via merlin.net. The right atrial lead exhibited low impedance and a noise reversion episode. At a later unknown date the lead was explanted and replaced. The patient was noted to be in stable condition post surgery.